Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, high pacing thresholds were observed. There was a concern the lead had fractured; however, a fracture was not confirmed. The device was explanted and the lv lead was surgically abandoned. The device and lead were successfully replaced. No additional adverse patient effects were reported.